Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which resulted in replacement of the pump. It was previously reported that the pump had been replaced on (B)(6) 2015. The nature of the patient's personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and replace the device.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, lot# j0058217r, implanted: (B)(6) 2001, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer patient via manufacturer representative regarding a patient receiving dilaudid (10mg/1ml, unknown dose) and bupivacaine (3mg/1ml, unknown dose) via an implanted pump. Indication for use was noted as non-malignant pain and complex reg pain syndrome type I. It was reported that the personal therapy manager (ptm) displayed an "8474-pump reset" code. The code was unresolved on the phone. The patient planned to go into the emergency room (ER) for treatment if it was needed. No symptoms were reported at the time of report ((B)(6) 2015). On (B)(6) 2015, it was reported that the pump was changed on (B)(6) 2015 without any difficulty. The existing catheter had excellent cerebral spinal fluid (csf) return flow. The drug was transferred and remained at the same rate. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter failure, motor stall and delivery failure resulting in injuries of withdrawal, surgery, and overdose.

Manufacturer narrative:
Change to event date. Eval code-conclusion 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got the error messages on her ptm about a week prior to the revision of the pump. There were no further complications reported at this time.